Event description:
It was reported that while using 10 bd max¿ exk¿ dna-3clinical sample concentrator contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " ¿ customer problem: received 10 kits from lot number with a known e. Feacalis contamination issue. "

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 3007420875-2021-00056 was sent in error. This was not a new complaint, customer had received a lot # that they had previously suspected of contamination and wants replacement - no testing was performed.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 10 bd max¿ exk¿ dna-3clinical sample concentrator contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: received (B)(4) kits from lot number with a known (B)(4). Contamination issue. "